Event description:
Reported stated the patient's meter/hcp meter comparison test readings were 55 mg/dl (ss) versus 133 mg/dl (hcp), respectively (74% difference). The reporter said the patient experienced dizziness and irrititated eyes. Test strips have been opened more than 4 months. Lfs representative reviewed coding, cleaning, use of control solution and strip storage. The meter was replaced. There was no allegation of harm.